Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 97755, serial/lot #:(B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt states that something is wrong with her recharger (rtm) and she cannot charge her ins and the ins is subsequently off. The pt indicates there is something wrong with the cord. Technical services (tss) reviewed ins needs to be charged in order for controller to connect to ins and place ins into MRI mode. Pt notes she usually has to charge everyday. Caller states MRI is for the lumbar spine, tss asked and caller notes she is not aware of the lumbar scan being related to the ins/therapy. Patient repeated the information previously reported and added that the cord of the recharger was getting really hot about an inch from where the cord goes into the paddle. Patient stated the implant has been dead for like 3 days now because when they try to charge it just says "device not found." Patient noted that it was doing these things intermittently but now it won't charge the implant at all.  Patient repeated the information below that the cord was getting extremely hot and made the paddle get hot as well. Patient denied any visible damage to the recharger. Agent sent email to repair. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that a new recharger was received and the issue was resolved.